Manufacturer narrative:
The reported observation of high impedance was confirmed. Microscopic inspection of the lead identified a kink in the lead body where all the internal wires were broken. As not instrumentation was observed, and the high impedance was observed prior to the revision, the cause of the fracture is consistent with the lead being subjected to an overstress condition or sudden event while in vivo.

Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the patient experienced ineffective therapy due to high impedances. As a result, surgical intervention was taken to replace the lead.